Manufacturer narrative:
The triglycerides reagent expiration date was not provided. The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about questionable low results for 1 patient sample tested with the triglycerides assay on a cobas c 503 analytical unit. Sample 1: the result was 9.8 mmol/l with a lip (lipid) index of 5269. The triglyceride result does not correspond to the lipid index result. On (B)(6) 2026, new samples (sample 2 and sample 3) were drawn from the same patient and tested: sample 2: the results were 10.7 mmol/l, 65.4 mmol/l, 50.7 mmol/l, 174 mmol/l, and >50 mmol/l. Sample 3: the results were 13.2 mmol/l, 64.4 mmol/l, 131 mmol/l, 56.1 mmol/l, and >50 mmol/l.